Manufacturer narrative:
G.4. Additional 510k: k141311;k250884. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, syringe 10 ml reg pr saline, foreign matter-mold. The following was provided by the initial reporter: one of the saline flushes was found with mold.